Event description:
It was reported a amplatzer amulet left atrial appendage occluder was chosen for procedure on (B)(6) 2022. A transesophageal echocardiogram (toe) was used to measure and correctly determine the size for the device. The 22mm amulet was chosen and place successfully. Post procedure, during a routine chest x-ray, prior to discharge, it was determined that the device had embolized into the patients aorta. It was noted that the patient demonstrated slight slurred speech which resolved itself. On (B)(6) 2022, the device was retrieved percutaneously using a snare. The retrieval procedure was without issues. The patient did not undergo further surgical intervention or have another device placed. The cause of the embolization is unknown but possibly due to the mis-sizing of the defect. The patient remained stable throughout both procedures. The patient status was noted as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
An event of device embolism was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.